Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the attachment would not hold the cutter was not confirmed. However, during evaluation, it was determined that the device failed vibration assessment which was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device would not hold the cutter device. During in-house engineering evaluation, it was determined that during temperature testing, the device was too noisy, and the set screw didn't pass the test, it was loose and failed the thimble set screw assessment and vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.